Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's ipg reached end of life. It is unknown if this occurred prematurely. Additionally, it was reported that the patient's lead had migrated. The lead was not midline, and it was hanging out of the epidural space. Migration was confirmed via imaging. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg and lead were explanted and replaced to address the issue. Effective therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.